Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior of the returned cycler showed no signs of physical damage. The screen was dim when the cycler was turned on. An inspection of the lcd assembly found that the inverter board was burnt out. A burning smell was also observed. The inverter board supplies the dc voltage which illuminates the lcd display. There were no other discrepancies observed during the internal inspection of the cycler. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the complaint for burning smell was able to confirm the reported event. However, there was no issue found in turning on the cycler during evaluation of the returned device by the manufacturer. Visual examination of the inverter board confirmed that the part sustained heat damage. Therefore, the complaint has been deemed confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that the cycler had a burning smell during patient treatment at the user facility. The patient was able to complete manual dialysis and did not experience any adverse events. The nurse also reported that the cycler was unable to be turned on following the event, even after a reset. There was no visible smoke, sparks, or flames. The nurse returned the cycler to the manufacturer. During evaluation, the cycler's inverter board was found to have been burnt out.